Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atrial (ra) lead was dislodged resulting in loss of capture. The ra lead dislodgement was confirmed via fluoroscopy. The ra lead was explanted and replaced. The patient was in stable condition.